Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a revision surgery (related manufacturer reference number: 1627487-2020-33340 ) liquid in the ipg header was observed. As such, the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post operatively.